Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to broken haptic. The incision was enlarged to remove the lens and sutures were used to close the wound. A back up lens was implanted successfully. Additional information has been requested, but has not been received.

Manufacturer narrative:
Visual inspection of the returned lens found one haptic broken off. The cause of the damage cannot be determined. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.